Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the patients implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) compatible device and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.